Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the right coil migrated"), genital haemorrhage ("heavy bleeding/heavy bleed/ clots/ clotting"), urethral prolapse ("urethrocele repair"), urinary bladder suspension ("vaginal sling"), sepsis ("sepsis"), nervous system disorder ("neurilogical problem") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did not undergo an undergo an essure confirmation test". The patient's past medical history included birth control pill from 2006 to 2007, multigravida, parity 2 ((B)(6) 2009, (B)(6) 2011), premature baby and c-section. Negative for hyperplasia, atypia or malignancy. Concurrent conditions included gestational diabetes, urinary incontinence, joint pain since (B)(6) 2012, pain in thigh since (B)(6) 2012, bicornuate uterus, groin pain, adenomyosis, shoulder pain, bicornuate uterus, endometrial polyp, sepsis, nauseated, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, endometritis since (B)(6) 2016, uterus enlarged, bicornuate uterus, pelvic adhesions, urethral stricture since (B)(6) 2016 and overweight. Concomitant products included cyclobenzaprine, ibuprofen, nabumetone and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection") with vaginal discharge. On (B)(6) 2016, 4 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced urethral prolapse (seriousness criterion medically significant), urinary bladder suspension (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("utis"), headache ("headaches"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), the first episode of rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation"), visual impairment ("have a spot in my eye"), alopecia ("hair loss / thinning hair"), migraine ("migraines"), menstrual disorder ("abnormal periods"), mood swings ("mood swings"), hot flush ("hot flashes"), fungal infection ("yeast infection"), the second episode of rash ("hand rashes"), weight increased ("weight gain") and urinary incontinence ("urinary incontinence"). The patient was treated with co-trimoxazole (bactrim), surgery (hysterectomy to remove essure implant salpingectomy (bilateral removal of fallopian tubes)), surgery (urethrocele repair) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and menstrual disorder had resolved and the genital haemorrhage, urethral prolapse, urinary bladder suspension, sepsis, nervous system disorder, uterine haemorrhage, urinary tract infection, headache, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, visual impairment, alopecia, migraine, mood swings, hot flush, fungal infection, the last episode of rash, weight increased, urinary incontinence, back pain and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nervous system disorder, sepsis, skin disorder, tooth disorder, urethral prolapse, urinary bladder suspension, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Ultrasound scan - on an unknown date: endometrial polyp. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal pain, urethral prolapse, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Plaintiff demographics were updated. New event vaginal yeast infection and did not undergo an undergo an essure confirmation test were added. Event onset dates were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the right coil migrated,"), genital haemorrhage ("heavy bleeding/clotting"), urethral prolapse ("urethrocele repair"), urinary bladder suspension ("vaginal sling"), sepsis ("sepsis"), nervous system disorder ("neurilogical problem") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2006 to 2007, multigravida, parity 2 ((B)(6) 2009, (B)(6) 2011), premature baby and c-section. Negative for hyperplasia, atypia or malignancy. Concurrent conditions included gestational diabetes, urinary incontinence, joint pain since 2012, pain in thigh since 2012, bicornuate uterus, groin pain, adenomyosis, shoulder pain, bicornuate uterus, endometrial polyp, sepsis, nauseated, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, endometritis since (B)(6) 2016, uterus enlarged, bicornuate uterus, pelvic adhesions, urethral stricture since (B)(6) 2016 and overweight. Concomitant products included cyclobenzaprine, ibuprofen, nabumetone and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urethral prolapse (seriousness criterion medically significant), urinary bladder suspension (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("utis"), headache ("headaches"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), the first episode of rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation"), vaginal discharge ("vaginal discharge"), visual impairment ("have a spot in my eye"), alopecia ("hair loss / thinning hair"), migraine ("migraines"), menstrual disorder ("abnormal periods"), mood swings ("mood swings"), hot flush ("hot flashes"), fungal infection ("yeast infection"), the second episode of rash ("hand rashes"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence") and back pain ("back pain"). The patient was treated with co-trimoxazole (bactrim), surgery (hysterectomy to remove essure implant salpingectomy (bilateral removal of fallopian tubes)), surgery (urethrocele repair) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and menstrual disorder had resolved and the genital haemorrhage, urethral prolapse, urinary bladder suspension, sepsis, nervous system disorder, uterine haemorrhage, urinary tract infection, headache, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, vaginal discharge, visual impairment, alopecia, migraine, mood swings, hot flush, fungal infection, the last episode of rash, weight increased, urinary incontinence and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nervous system disorder, sepsis, skin disorder, tooth disorder, urethral prolapse, urinary bladder suspension, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Ultrasound scan - on an unknown date: endometrial polyp . Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal pain, urethral prolapse, urinary tract infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the right coil migrated,"), genital haemorrhage ("heavy bleeding/clotting"), urethral prolapse ("urethrocele repair"), urinary bladder suspension ("vaginal sling"), sepsis ("sepsis"), nervous system disorder ("neurilogical problem") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2006 to 2007, multigravida, parity 2 ((B)(6) 2009,(B)(6) 2011), premature baby and c-section. Negative for hyperplasia, atypia or malignancy. Concurrent conditions included gestational diabetes, urinary incontinence, joint pain since 2012, pain in thigh since 2012, bicornuate uterus, groin pain, adenomyosis, shoulder pain, bicornuate uterus, endometrial polyp, sepsis, nauseated, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, endometritis since (B)(6) 2016, uterus enlarged, bicornuate uterus, pelvic adhesions, urethral stricture since (B)(6) 2016 and overweight. Concomitant products included cyclobenzaprine, ibuprofen, nabumetone and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urethral prolapse (seriousness criterion medically significant), urinary bladder suspension (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("utis"), headache ("headaches"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), the first episode of rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation"), vaginal discharge ("vaginal discharge"), visual impairment ("have a spot in my eye"), alopecia ("hair loss / thinning hair"), migraine ("migraines"), menstrual disorder ("abnormal periods"), mood swings ("mood swings"), hot flush ("hot flashes"), fungal infection ("yeast infection"), the second episode of rash ("hand rashes"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence") and back pain ("back pain"). The patient was treated with co-trimoxazole (bactrim), surgery (hysterectomy to remove essure implant salpingectomy (bilateral removal of fallopian tubes)), surgery (urethrocele repair) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and menstrual disorder had resolved and the genital haemorrhage, urethral prolapse, urinary bladder suspension, sepsis, nervous system disorder, uterine haemorrhage, urinary tract infection, headache, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, vaginal discharge, visual impairment, alopecia, migraine, mood swings, hot flush, fungal infection, the last episode of rash, weight increased, urinary incontinence and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nervous system disorder, sepsis, skin disorder, tooth disorder, urethral prolapse, urinary bladder suspension, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Ultrasound scan - on an unknown date: endometrial polyp. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal pain, urethral prolapse, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "mood swings, hot flashes, yeast infection, hand rashes, weight gain, sepsis, urinary incontinence, back pain " were added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the right coil migrated,"), genital haemorrhage ("heavy bleeding/clotting"), urethral prolapse ("urethrocele repair"), urinary bladder suspension ("vaginal sling"), nervous system disorder ("neurilogical problem") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2006 to 2007, gravida ii, parity 2 ((B)(6) 2009, (B)(6) 2011), premature baby and c-section. Concurrent conditions included gestational diabetes and urinary incontinence. Concomitant products included cyclobenzaprine, ibuprofen, nabumetone and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), urethral prolapse (seriousness criterion medically significant), urinary bladder suspension (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("utis"), headache ("headaches"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation"), vaginal discharge ("vaginal discharge"), visual impairment ("have a spot in my eye"), alopecia ("hair loss"), migraine ("migraines") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (hysterectomy to remove essure implant salpingectomy (bilateral removal of fallopian tubes)), surgery (urethrocele repair) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and menstrual disorder had resolved and the genital haemorrhage, urethral prolapse, urinary bladder suspension, nervous system disorder, uterine haemorrhage, urinary tract infection, headache, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, rash, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, vaginal discharge, visual impairment, alopecia and migraine outcome was unknown. The reporter considered abdominal distension, alopecia, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nervous system disorder, rash, skin disorder, tooth disorder, urethral prolapse, urinary bladder suspension, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, lot number received, patient historical and concomitant condition added, historical and concomitant drug added, event added as follows:- vaginal haemorrhage, menorrhagia, cystitis, rash, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, urethral prolapse, urinary bladder suspension, fatigue, constipation, vaginal discharge, visual impairment, uterine haemorrhage, alopecia, mireaine, nervous system disorder, abdominal pain, menstrual disroder. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding/clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), urinary tract infection ("utis"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pain, urinary tract infection, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, genital haemorrhage, headache, pain and urinary tract infection to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.